Event description:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; proximal segment returned for analysis. (B) (4) battery depletion-normal.

Event description:
It was reported that ventricular pacing impedance readings through the device were greater than 2000 ohms, however impedances were normal when checked with an analyzer. Both the device and lead were explanted. No patient complications have been reported as a result of this event.